Event description:
Information received from the field does not address the patient's clinical status but notes that stored egms revealed oversensing. Bipolar and unipolar lead impedances were 200 ohms or less. The oversensing was reproduced with arm movements in both configurations. The sensitivity was decreased to 3 mv, but the oversensing still occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received